Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device of an asymptomatic patient could not be interrogated. Device replacement was suggested. No further information was available.